Event description:
The customer experienced a missing low alarm with Samsung Galaxy A32 5G with Android operating system version 2.13.1.11596. The customer did not report symptoms and was able to self- treat with 1.5 units of fast insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
SOFTWARE:The customer reported issue, Missing Low (Glucose) Alarm. A known good sensor was inserted into the test fixture. The app was downloaded and the initial app set up steps were completed successfully. The sensor was then scanned to the app. Observed 60-minute warm-up. ¿Low Glucose Alarm' feature in the app was enabled and set Low Glucose Alarm threshold to highest glucose value. The low glucose alarm triggered, indicating that the alarms functioned as intended.Replication of the issue was attempted using a similar configuration. Despite a comprehensive investigation, the reported issue could not be replicated, and the system functioned as intended under the tested conditions. Potential causes based on the customer¿s reported application and device history were also examined, but no issues were identified during replication that could have led to the reported issue. Therefore, the issue is not confirmed.All pertinent information available to Abbott Diabetes Care has been submitted.